Event description:
It was reported through clinic notes that after the patient had his vns implanted, he had had an increase in seizure rate but a decrease in intensity of seizures. Reportedly the patient had 1-2 seizures per month prior to vns but after, had them 1-2 times per week. The patient was eventually started on fycompa, which helped to decrease his seizure frequency. No further relevant medical intervention has occurred to date. No further relevant information has been received to date.